Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the mitraclip unexpectedly closed 20 degrees while in use. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4. Reportedly, the transeptal puncture was not optimal as it was low. Following transeptal puncture, the clip delivery system (cds) advanced. Due to lack of height (low puncture), once in the left atrium, the mitraclip was close to the mitral valve. To gain height, upon delivery catheter advancement, the mitraclip was not straddled between the lines as per IFU. The cds advanced into the left ventricle and the clip arms were opened to 120 degrees. During grasping attempt, the clip suddenly, unexpectedly closed approximately 20 degrees. Reportedly, no one had turned the arm positioner, the clip had been locked and grippers were up. The clip was opened again and leaflet grasped without further issues. The mitraclip was implanted, reducing the mr to grade 2. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip actuation issue. The reported improper or incorrect procedure or method was due to the devices not straddled between the lines as per IFU. However, this deviation from the IFU did not likely influence the event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.